Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy period"), pain in jaw ("jaw pain"), the first episode of migraine ("migraine"), back pain ("lower back pain"), the second episode of migraine ("extreme migraine attacks") and pain ("severe pain"). The patient was treated with surgery (tube and coils removed/bilateral salphingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, pain in jaw, the last episode of migraine and pain outcome was unknown and the back pain had resolved. The reporter considered back pain, menorrhagia, pain, pain in jaw, pelvic pain, the first episode of migraine and the second episode of migraine to be related to essure. Concerning the injuries reported in this case, the following one was described in social media: pelvic pain, menorrhagia, jaw pain and migraine, back pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: new events migraine , pain added .reporter added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy period"), pain in jaw ("jaw pain") and migraine ("migraine"). The patient was treated with surgery (tube and coils removed). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, pain in jaw and migraine outcome was unknown. The reporter considered menorrhagia, migraine, pain in jaw and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one was described in social media: pelvic pain, menorrhagia, jaw pain and migraine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy period"), pain in jaw ("jaw pain") and migraine ("migraine"). The patient was treated with surgery (tube and coils removed). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, pain in jaw and migraine outcome was unknown. The reporter considered menorrhagia, migraine, pain in jaw and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one was described in social media: pelvic pain, menorrhagia, jaw pain and migraine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received- new event jaw pain and migraine was added. Reporter information was added. On (B)(6) 2020: social media received- surgery was added to the event pelvic pain. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.